Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. A postoperative evaluation performed revealed dislodgement of the right ventricular (rv) lead. The rv lead was subsequently explanted and replaced on (B)(6) 2026. The patient was in stable condition.

Event description:
New information received notes that the right ventricular (rv) lead exhibited high capture threshold measurements due to the lead dislodgement. A chest x-ray confirmed the lead dislodgement.

Manufacturer narrative:
Correction: section g3, awareness date should had been (B)(6) 20226, rather than (B)(6) 2026 in the supplemental report 2017865-2026-06573.